Event description:
The physician reported that the generator was rechecked and the battery is ok and no reimplant is scheduled for the patient at this time.

Event description:
It was reported that the patient's generator was unable to be interrogated. The physician checked the wand battery and did a hard reset of his handheld and still was unable to interrogate the patient's generator. The patient was referred for surgery. The company representative went to the physician's office to troubleshoot the programming system which was functioning properly. It was later reported that the patient was referred for prophylactic generator replacement. No known surgical interventions have been performed to date. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
The physician's programming history was confirmed to be working fine and no issues observed. The failure to program on the generator was likely due to emi.

Manufacturer narrative:
The date of event was inadvertently reported incorrectly on the initial MFR. Report.

Event description:
It was reported that the patient underwent vns generator replacement surgery due to a near end of service, or neos, condition. The explanted generator has not been received by the manufacturer to date.

Event description:
The explanted generator was received by the manufacturer and product analysis was completed. The generator was able to be successfully interrogated at multiple orientations. The near end of service, or neos, = yes condition was not duplicated in the product analysis, or pa, lab. The battery voltage measured 2.932 v at the completion of the final electrical test, or fet, indicating an intensified follow-up indicator, or ifi, = no condition. The generator performed according to functional specifications. There were no performance or other adverse conditions found with the generator.